Manufacturer narrative:
H6: investigation summary: quality initiated an investigation on gardnerella false positive on material 446257, batch 3207346. Batch history record review was performed to the finished product with satisfactory results. In process and quality control testing were within specifications. Visual inspection was performed on retention samples from bd inventory with satisfactory results. Functional and specificity test were also performed on retention samples with satisfactory results. No returned goods sample was available. Bd was unable to identify a root cause for indicated failure mode. This complaint was unable to be confirmed for gardnerella false positive. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd affirm¿ vpiii microbial identification test all twenty-four (24) tests ran using this kit was false positive for gardnerella. No health impact or consequence reported.

Event description:
It was reported when using the bd affirm¿ vpiii microbial identification test all twenty-four (24) tests ran using this kit was false positive for gardnerella. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.